Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication with the device was confirmed in the laboratory and was due to low battery voltage. After connecting to an external power supply, communication was re-established. The current drain was found to be normal. Automated electrical testing found normal device function. The battery was returned to the vendor. No anomalies were found. The cause of the battery depletion was excessive charging due to noise that may have been caused by low battery voltage.

Event description:
It was reported that the device was unable to be interrogated with the programmer. Several locations were attempted with the telemetry wand but unsuccessful. The patient reported receiving multiple shocks over the (B)(6). The device was explanted and replaced.